Manufacturer narrative:
Sections d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4) confirmed internal and external driveline wire damage that would have contributed to the reported driveline faults, low speed alarms and pump stop events captured in the submitted log file. (B)(4) was returned assembled with the driveline (dl) severed approximately 6¿ from the pump housing. A distal portion of the driveline was returned measuring approximately 19¿. Evidence of a previous distal-end driveline replacement was observed on the 19¿ dl segment. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(4) visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity was performed on the returned portions of the driveline and found that the orange wire of the 19¿ dl segment produced an open circuit. All remaining wires passed continuity testing. Rescue tape was observed at the proximal end of the repair. Removal of the tape revealed a tear in the outer jacket approximately 11¿ from the proximal end of the 19¿ dl segment. Upon disassembly, examination of the repair revealed a total fracture of the orange wire at the proximal end of its repair crimp. The exposed conductors of the orange wire had been covered by kapton tape and likely would not have made contact with the copper wrap to produce an electrical short. Examination of the remaining repair crimps revealed no signs of damage. No debris or signs of corrosion were observed around the repair site. The fracture of the orange wire appeared to be the result of fatigue failure due to repetitive flexing of the wire at this location. Visual inspection of the pump-end dl segment revealed a breach in the insulation of the black wire approximately 1¿ from the pump housing. Further inspection revealed a breach in the insulation of the yellow wire approximately 2¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wires of both dl segments revealed no obvious signs of damage to the wires or the underlying conductors. The returned driveline portions were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the orange wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms confirmed through the submitted log file. Additionally, if the exposed conductors of the black or yellow wires contacted the braided shield while the system was operating on a tethered power source, the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit or battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic and reported some short red heart and red battery alarms with dizziness during these events. The patient was on constant battery support. The downloaded log files confirmed a drive line fault alarm and also two situations where the pump couldn't maintain fixed speed under battery support. The patient was readmitted and x-rays were taken, but no direct changes were visible. The internal drive line bend relief directly behind the pump showed an approximately 90° angle to the distal direction. Any stressed areas of the metal shielding were not directly visible. The patient underwent a pump exchange on (B)(6) 2019 due to this issue.